Event description:
Device issue: shaft separation. Time of device issue: during procedure. Adverse event: none. It was reported that when the device was advanced to the calcified lesion there was resistance and the shaft separated. This occurred with two devices during the same case. Finally, the patient received a non-abbott stent. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. The other multi-link 8 (p.n. 1012168-08, lot # 9111861) is being filed under a separate MFR number.